Event description:
It was reported that a spectrum pump failed the downstream occlusion sensor during testing with values of 23.65 psi and 24.68 psi (pounds per square inch). There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported ¿failed the downstream occlusion sensor test with values of 23.65 psi and 24.68 psi¿ was not reproduced. The device was tested for downstream occlusion with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.